Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including functional stress test without duplicating the report. An inspection of the aux connector found no discrepancies. The device was recertified and returned to the customer. The battery used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.